Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue calibrating the code on her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with insulin (type/ amount not specified). Due to the alleged issue, the patient reportedly skipped/ stopped taking her ¿short acting¿ insulin. After the start of the alleged issue, the patient claimed she felt a symptom of shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca walked the patient through correctly coding the subject meter to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.